Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number:pc-(B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with two 125cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on an unspecified date. This medwatch form is for the breast prosthesis a.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 22, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 125cc breast implant was found to have a tear (a) extending from the anterior view to the posterior view, measuring approximately 1.2 cm. Additionally, a tear (b) was observed near the valve system measuring approximately 0.4 cm. Microscopic examination was performed on the edges of the tears, and parallel striations were found in the whole area of both. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient's initials are (B)(6). Patient's explantation date is on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).